Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiration date: 03/2026).

Event description:
It was reported that during a port placement procedure, the plastic part of the puncture needle was allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation, one electronic video was provided for review. The video shows a clinician trying to infuse a introducer needle connected to a syringe. Upon infusion fluid was found leaking from the needle hub and syringe interface region. However, the reported fracture on the introducer needle hub was not identified in the provided video. Therefore, the investigation is confirmed for the identified fluid leak issue as a fluid was found leaking from the hub and syringe interface region. Further, the investigation is inconclusive for the reported needle fracture issue as the physical sample was not returned for evaluation and the provided video is not sufficient enough to come to a conclusion. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2026), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the plastic part of the puncture needle was allegedly broken. The procedure was completed using another device. There was no reported patient injury.